Manufacturer narrative:
Visual examination revealed that the hexlobes on the final tightener distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with final tighteners that were subjected to higher than anticipated torsional forces during the tightening process, resulting in the distal tips of the final tighteners becoming stripped. A hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the x25 final tightener¿s distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature¿s suggesting that the driver was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was performing final tightening very rapidly and kept stripping the ends. The expedium system contained two other additional torque drive and as such, surgeon completed the surgery with the other torque drivers in the set. However these torque drivers were also stripped in the process. The surgeon. Did not provide an explanation, however the nurse believed that the surgeon was going at a rapid pace and consequently stripping of the shafts wad more likely to happen. No delay was obtained. The three screwdriver shafts (torque drive was stripped at the distal tip- but no metal shavings fell into the patient). Since the patient was not affected by this event, no patient information was taken.